Manufacturer narrative:
Retain sample testing pending.

Event description:
Healthcare professional reported problems with hcg urine strip. Two pts showed negative results after 10 minutes, but after 30 minutes test was positive. Serum quant was performed and confirmed as positive.